Event description:
A customer reported a chemical indicator (ci) on a cyclesure 24 biological indicator (bi) did not change color correctly after a completed sterrad cycle. The customer noted while putting the bi in the incubator the ci had turned a "dark brown". It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicators not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, functional analysis, concomitant product evaluation and system risk analysis (sra). The DHR was reviewed and test specifications for product release were met. No issues were observed in the DHR that would contribute to the complaint. Trending analysis by lot number was reviewed from 07/23/2016 to 11/29/2016 and trending was not exceeded. One(1) used bi was received. The ci disc has dark brown, coffee colored like color splotch confirming the complaint. The cap is pushed down and the vial is crushed. Purple media is in the vial. The color splotch on the ci disc indicates that at the time of sterrad processing there was media from a broken ampoule present on the ci disc. If media is present, the h2o2 reacts with the media to generate the splotchy color on the ci disc. Twenty seven (27) unused bi were received and tested for ci color change and all 27 ci discs on the bi changed correctly. An issue with the performance of the sterrad® unit is unlikely since the cycle passed. Additionally, the failure mode is independent of the unit and no further investigation into the concomitant product is required. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The assignable cause is not verified. It is unlikely that the dark brown processed ci disc color issue was caused by a manufacturing issue in the cyclesure® product since the retains product met specification, DHR review found no anomalies that would contribute to the complaint issue, and the lot trending analysis result was trending not exceeded. The color splotch on the ci disc indicates that at the time of sterrad processing there was media from a broken ampoule present on the ci disc. If media is present, the h2o2 reacts with the media to generate the splotchy color on the ci disc. The cyclesure® retains met specification when used per IFU. The issue will continue to be tracked and trended.